Event description:
A caller reported a cracked and shattered touchscreen, which left the screen unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.